Event description:
It was reported that the device bogged down. A 2.4mm jetstream xc catheter was selected for use for an atherectomy procedure in the superficial femoral artery (sfa). The sfa had previously placed stents in the vessel. While using the jetstream xc catheter, the device bogged down. The physician then withdrew the catheter and completed the procedure by doing angioplasty. There were no patient complications reported and the patient's status post procedure was fine.

Event description:
It was reported that the device bogged down. A 2.4mm jetstream xc catheter was selected for use for an atherectomy procedure in the superficial femoral artery (sfa). The sfa had previously placed stents in the vessel. While using the jetstream xc catheter, the device bogged down. The physician then withdrew the catheter and completed the procedure by doing angioplasty. There were no patient complications reported and the patient's status post procedure was fine. Device evaluated by MFR: damage was noticed on the catheter shaft located from the tip proximally to 13.5cm. The device was run for a period of 3 minutes alternating between blades up and blades down modes with no issues. The kinks and buckling are consistent with interaction with another device such as a introducer sheath. All buttons and knobs were functionally tested and all components functioned as designed.